Manufacturer narrative:
The microcatheter was returned for analysis. No issues were observed with the microcatheter hub. The microcatheter body was found to be flattened at the distal end. The microcatheter distal marker band and the distal tip were found to be missing from the catheter. It was reported the distal marker band and tip remain within the patient. The inner wire appears to be intact. The outer tubing material at the separated distal end exhibited jagged edges and stretching. The inner liner appears to be intact and protruding from within the separated distal end. Due to its damaged condition the microcatheter could not be used for testing. No other anomalies were observed. The investigation is still underway and a supplemental report will be submitted, when the investigation is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, if and when the device is analyzed a supplemental report will be submitted. Mdrs linked with this event: 2029214-2017-01231, 2029214-2017-01232, 2029214-2017-01233.

Event description:
Medtronic received report that during an acute stroke case, the arc catheter separated distally, into 3 sections and was hanging together by threads. There was also report that distal tip of the first marksman catheter separated and was left in the patient¿s brain, and that the clot migrated from the m1 to the m2 after the first thrombectomy retrieval. The patient anatomy was reported to have been severely tortuous. The treating vessel was the internal carotid artery (ica), the clot was in the distal m1. The 9f balloon guide catheter was navigated into ica with sheath and 5f 125cm. The 9f balloon was alleged to have kinked but remained inflated, so it was not removed. A competitor distal access catheter and a marksman were attempt to across the clot. However, this attempt unsuccessful, as the balloon guide catheter kept slipping back. Therefore, an arc catheter was used to deliver the marksman across clot, and deployed the solitairefr2 4x40. The follow up run, showed the clot had moved distal from the m1 to m2 branch. The system was pulled back as a whole unit into balloon guide catheter. The clot material was on the stent and the distal tip of marksman was noted to have been left in patient¿s m3 branch. The arc looked fine. Went back up with second marksman to retrieve more clot. Upon removal of the device, the arc was broken into three pieces (hanging on by threads). The clot was retrieved and next run looked fine. There are no current plans to remove the marker for the patient as the patient remains asymptomatic. All the devices were reported to have been prepared per their IFU.

Manufacturer narrative:
Based on the device analysis and reported information, the report of ¿marker band dislodge¿ was confirmed. The returned marksman micro catheter distal marker band and ~1mm of the distal tip was found to be separated and missing from the micro catheter. In addition, the returned marksman micro catheter was found to be flattened. The tubing material at the distal separated end of the micro catheter exhibited plastic deformation (jagged edges and stretching) which indicated the micro catheter separated when exceeding the tensile strength of the tubing material. It is possible that the severe tortuosity of the vessels may have contributed to the reported events. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the marksman IFU: ¿the catheter should be manipulated under fluoroscopy only. Do not attempt to move the catheter without observing the resultant tip response. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ if information is provided in the future, a supplemental report will be issued.